Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. Other remarks: patient height: (B)(6) inches. (B)(4).

Event description:
The end user reportedly developed red, itching and burning skin in patchy areas under the tape collar of the skin barrier approximately 2 months ago. The end user was issued a prescription for an anti-fungal powder ((B)(6)) but the symptoms have persisted. No further information was reported.